Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: sub-acute thrombosis (sat) requiring medical intervention. Device issue: none. It was reported that the stent was implanted in 2006. 12 days later, an angiography was performed and confirmed sub-acute thrombosis (sat) had occurring from the middle part of the stent towards the proximal part of the stent. The lesion was dilated with another company's balloon catheter. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident information. Thrombosis, as listed in the instructions for use (IFU), is a known adverse event associated with coronary stenting. There does not appear to be any indications of a stent delivery system (sds) quality problem.